Event description:
It was reported that the patients implantable pulse generator (ipg) would not go into MRI mode. The patient underwent an ipg replacement procedure. Additional information was received that the explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) would not go into MRI mode. The patient underwent an ipg replacement procedure.